Event description:
During implant procedure, the body of the right atrial (ra) lead was twisted. The ra lead was not implanted and another ra lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of ¿discard an ra electrode because it twisted during implantation¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the outer insulation was twisted consistent with procedural damage. The cause of the reported event is consistent with procedural damage.